Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, preceding/simultaneous bone augmentation, peri-implantitis, mobility. Possibly prior bone graft placed by another practitioner not fully ossified.